Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was diagnosed with infection located at the ipg site. Additionally, the ipg pocket was inflamed and open. It was able to see the ipg getting out. As such, the entire system was explanted on (B)(6) 2019 to address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.